Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, high oxygen sensor alarm occurred. It could not be solved by oxygen sensor calibration. The pt was ventilated by the device when the event occurred. There was no medical intervention and no pt injury reported.